Manufacturer narrative:
An additional lot number was reported (lot #m019970). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection became loose. The customer resolved the issue by disconnecting from the infusion set tubing and tightening the luer lock connection. The customer's blood glucose levels were above 300mg/dl.